Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during central processing, the cadiere forceps instrument was noted to have a broken cable. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury. Due to decontamination issues at the site, the instrument was used again in error. The customer was able to identify the error and remove the instrument from the field. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the site believed that the cable broke during a da vinci-assisted surgical procedure approximately two days before it was identified during central processing on (B)(6) 2018. The procedure was completed with the defective cadiere forceps instrument because the surgical staff did not notice the broken cable. There was no report of patient harm, adverse outcome or injury. No fragment fell inside the patient. Following central processing, the instrument was brought to the operating room in error for a second da vinci-assisted surgical procedure. The surgeon immediately identified the broken cable upon inspection and did not use the instrument. A spare cadiere forceps instrument was used to complete the procedure with no report of patient harm, adverse outcome or injury. No fragment fell inside the patient.